Event description:
It was reported that a control reservoir (part # fv049t) was implanted during an abdominal shunt surgical procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be blocked. Reportedly, a post operative re-examination found that the patient's cerebrospinal fluid was not able to be shunted out. Therefore, the patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch # 3004721439-2022-00258.

Manufacturer narrative:
Manufacturing and quality control data the m.blue® was manufactured by a qualified employee on january 2022. Deviations during assembly did not occur. The product was finally tested as article fv049t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: deposits on the reservoir. Permeability test. The test showed that the progav® 2.0 shunt system with the control reservoir are permeable. Results. Based on our investigation results, we cannot detect a blockage in control reservoir at time of investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The control reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.